Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of an innova self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed that the stent is partially deployed approximately 13.5mm from the distal end of the middle sheath. There are kinks on the outer sheath at the nosecone and 44cm from the nosecone. Microscopic examination revealed no additional damages. The yellow thumbwheel lock is not in the manufactured position. The device was functionally tested, and the stent was able to be deployed. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that partial stent deployment occurred. The 70% stenosed target lesion in the lower extremity was attempted to be treated with a 5x100x130 innova self-expanding stent. The lesion was not pre-dilated. The innova stent was advanced and stent deployment was initiated with the thumbwheel. Stent deployment stopped after a small amount of the stent deployed. There were no additional attempts to deploy the remainder of the stent. The innova stent was removed without difficulty or damage to the stent. The procedure was completed with another innova self-expanding stent. No patient complications were reported and the patient's condition was stable.

Event description:
It was reported that partial stent deployment occurred. The 70% stenosed target lesion in the lower extremity was attempted to be treated with a 5x100x130 innova self-expanding stent. The lesion was not pre-dilated. The innova stent was advanced and stent deployment was initiated with the thumbwheel. Stent deployment stopped after a small amount of the stent deployed. There were no additional attempts to deploy the remainder of the stent. The innova stent was removed without difficulty or damage to the stent. The procedure was completed with another innova self-expanding stent. No patient complications were reported and the patient's condition was stable.